Event description:
It was reported that a patient underwent an unknown surgery on an unknown date, and suture was used. The thread was breaking and the needle was falling off the thread. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Could you please advise which product had a broken thread (662slh, lot tcbcus or 661h, lot tdbdsu)? Could you please advise which product had a needle falling off the thread (662slh, lot tcbcus or 661h, lot tdbdsu)? When did the event occur? (Before use on patient, during dispensing or during use on the patient? Where both devices (662slh/lot tcbcus and 661h/lot tdbdsu) used in the same procedure or in different procedures? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-02803.